Manufacturer narrative:
A device history record (DHR) review was performed. No abnormal process conditions were present during the manufacturing of the product that could have led to the observation described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The DHR review showed that the specified lot completed manufacturing on 6/23/14. The lot acceptance includes needle leak / pressure test in accordance with procedure. A review of internal inspection rejections was performed for classification of a hole, split, or crack in the barrel which permits leakage and results showed no internal inspection rejections. Ten representative samples from the same lot were initially received in their original sealed hard pack and reviewed. Some samples displayed slight internal barrel drag marks however, evaluation shows no indication that form/fit/function has been compromised. Five of the ten samples were tested in accordance with the leak/pressure test procedure. All samples passed testing with no leakage. The remaining five samples were sent to the (B)(4) for iso aspiration and pressure testing. All 5 samples passed visual and functional inspection. One original sample was later received. The sample was not in the supplied rigid packaging provided with the finished unit. The reported condition was clearly observed as there was a crack in the barrel. Samples from other complaints were also reviewed and evaluated to support the investigation. The reported condition was clearly observed as a crack in the barrel. Samples with observed cracks were printed using three different print heads. The print quality was good on the samples reviewed.

Event description:
The method of root cause analysis that was implemented in this investigation was to conduct a fish bone diagram. Significant factors were noted during the root cause analysis. Packer significant factors have been identified as the most probable internal root cause. Damage created by the packer would create a visual issue as clearly seen in the samples provided and reviewed. Based on locally established controls, examination of the notification and the trending review; an internal quality alert has been posted at the point of manufacturing. Tightened inspection will continue and be documented within the DHR for a minimum of 10 consecutive lots. The issue is visually detected, and such that should cause user to discard unit. Instructions for use on the carton that the product is packed in states; do not use if the package is opened or damaged. Product is routinely examined to ensure it meets acceptable quality level (aql), and a lot cannot be released unless it passes visual and functional testing requirements. All lots are statistically sampled and inspected for issues. A lot cannot be released unless it meets all acceptance requirements. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) has been initiated. If additional information is obtained which requires further action, it will be documented as part of the CAPA. This complaint will be recorded for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a syringe. The customer reports that the cath lab staff and physician's have been experiencing problems with the device. For approximately 4-6 weeks there have been reports of syringes found, with use, that have long hairline cracks down the length of the barrel. This has resulted in fluids in the syringe being sprayed out of them. At least one incident resulted in blood splash onto a physicians face. No injury and no medical intervention required. An unused sample will be returned for investigation.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.